Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one dilator, a swg in its advancer, and product lidstock for analysis. No obvious signs of use were observed within the distal tip. Visual analysis revealed that the distal tip was slightly deformed. The appearance of the damage is consistent with the application of undue force during an attempted insertion. The overall length of the dilator measured 100 mm, which is within the specifications of 95.2-108 mm per dilator product drawing. The dilator inner diameter at the proximal end measured 1.6002 mm, which is within the specifications of 1.60-1.70 mm per dilator extrusion product drawing. The inner diameter of the dilator at the distal tip could not be accurately measured due to the nature of the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded completely through the returned dilator with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damage was confirmed through investigation of the returned sample. Visual analysis revealed that the tip appeared slightly deformed. The appearance of the damage is consistent with undue force applied during an attempted insertion. Despite this, the dilator passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that 25 oct 2023, the dilator tip was found damaged during used on the patient.

Event description:
It was reported that (B)(6) 2023, the dilator tip was found damaged during used on the patient.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4 - UDI # corrected to (B)(4).

Event description:
It was reported that (b)(3) 2023, the dilator tip was found damaged during used on the patient.

Manufacturer narrative:
(B)(4).